Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings:the keypad cover was found to be fully intact; no damage or peeling was observed. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any key contacts. The pump case was removed and moisture corrosion was found on the keypad flex/connector due to damage caused by an unrelated issue. The reported complaint was not duplicated during investigation. A review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.